Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper and stoma site infection are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced a superinfection of buried bumper with purulent secretions.

Manufacturer narrative:
Reference record (B)(4). Additional information added to b5, d6.

Event description:
The patient was hospitalized for neurological re-evaluation of lower limb pain, for which gabaran 400mg 1 tablet /in the evening treatment was instituted. On (B)(6) 2022, the patient was evaluated gastroenterologically, buried bumper syndrome was found with the gastric stopper completely embedded in the gastric wall. Percussive gastrostomy was performed with the installation of a new peg / j system at the level of the transillumination area. On (B)(6) 2022, the patient was transferred to the surgery ii department for specialized therapeutic conduct.